Manufacturer narrative:
D one mz1000 sample from an unknown lot was received without packaging for investigation; no connecting products were received to assist the investigation in this instance. The feedback provided by the customer indicates that leakage was detected when using the maxzero component. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector leaked. The following information was provided by the initial reporter: (translated from japanese). "This is about leakage during infusion. No further information was provided."